Event description:
It was reported that prior to a routine generator change, the left ventricular (lv) lead exhibited high threshold at 6 volts with no n-capture in bipolar or lv ring to rv coil. During the change-out, the lv threshold tested at 1.2 volts while still connected to the old device. Once connected to the new device, the lv threshold tested at 1.2 volts again. Device to device interaction during chang e-out is suspected. The case was originally scheduled as a change out from a implantable cardioverter defibrillator (ICD)  to an implantable pulse generator (ipg), however due to the chronic lv lead exhibiting non-capture, the physician was forced to use an ICD to maintain ventricular synchronization at high outputs. The new device and lv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: 419488, implantable pacing lead, implanted: (B)(6) 2007; product ID: 507645, implantable pacing lead, implanted: (B)(6) 2004. Product ID: 694765, implantable tachy lead, implanted: (B)(6) 2004. (B)(4).

Manufacturer narrative:
(B)(4)